Manufacturer narrative:
MFR received date: 24oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer calibrated the touchscreen but the issue persisted. The technician recommended that the customer replace the touchscreen. The customer reported the touchscreen was replaced via a third party vendor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement.